Manufacturer narrative:
(B)(4). (UDI): n/a . Medical product: catalog #: 141314, biomet knee system modular finnned stem, lot # 137760, catalog #: cp113617, vngd ti fem cr 62.5mm, lot # 137760, catalog #: unknown, unknown vanguard bearing, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01688, 0001825034 -2019-01689, 0001825034-2019-01753.

Event description:
It was reported that patient underwent left total knee arthroplasty and subsequently is experiencing pain and tenderness approximately nine months post operatively.